Event description:
Pt underwent plastic surgery (faulift). In 2000 erythema never resolved and in 2001 surgical site infection was apparent. Over next month or so infection became fluctuant - multiple abscesses along suture lines characteristic of atypical mycobacterial infection - culture neg. In feb same surgeon reported a second care date of surg unk. Suture recall (used in physicians office in 2001).